Manufacturer narrative:
The electrode remains implanted, and the explanted device will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explanted electrode was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is february 10, 2015.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced erosion of the device pocket. The device was explanted. This electrode was left in position and surgically abandoned. Samples were taken from the pocket, but the results were not provided. A new device will be implanted after the skin and pocket are cleared. No additional adverse patient effects were reported. Boston scientific received additional information that the physician finally explanted this electrode approximately one month after the device was explanted. The patient was implanted with a transvenous system. No additional adverse patient effects were reported.